Event description:
Related manufacturer reference numbers: 2017865-2022-00851 and 2017865-2022-00853. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial, right ventricular, and left ventricular leads were found to have high capture thresholds. The physician suspected clavicle crush on all the leads as the suspected cause of the high capture thresholds. All three leads were explanted and replaced on (B)(6) 2021. The patient was discharged with no patient consequences reported.

Event description:
New information received notes that the clavicle crush was suspected to have been caused by the lead placement.